Event description:
It was reported, "peel back sterile cover of package tearing and not opening correctly. This happened with 2 screws consecutively - same lot #. One the scrub managed to get out ok."

Manufacturer narrative:
Additional information has bee requested and if available it will be submitted in the supplemental report.